Manufacturer narrative:
Tandem¿s t:slim x2 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose levels ranged between 120-220mg/dl. Multiple system cheeks were performed and the occlusion alarms were verified. During a system check, it was found that the customer was performing the air removal process incorrectly. Tandem technical support educated the customer in regards to this process.